Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned generator indicated all I/o connectors and labels appear to have no physical damage. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. Review of the generator logs, however, confirmed the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as the issue reported was not reproducible during the functional testing.

Event description:
During the procedure, the probes would not exceed 35c and the case was cancelled. The impedance values were approximately 600 ohms. The adapters were changed and the needles were re-positioned which did not resolve the issue. Stagger start was used and the issue persisted. The procedure was cancelled and there were no reported issues with the patient.